Event description:
It was reported that an occlusion alarm occurred multiple times. During a pump system check, a new cartridge was loaded, and a minimum fill notification was received. A pump air leak was detected. There was no reported impact to customer¿s blood glucose level. Reportedly, the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.